Manufacturer narrative:
Technician found bed in bed shop located next to engineering department. While doing pm, noticed brake caster would engage but bed would roll side to side. Replaced caster to resolve this issue.

Event description:
Complaint alleged that brake caster would engage but bed would still roll.